Manufacturer narrative:
Product ID: 8709sc, lot# b0846348k, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a motor stall occurred and did not recover. There was no alleged issue with the catheter. The patient was hospitalized and the pump and catheter were planned to be explanted on (B)(6) 2014. No diagnostic testing or troubleshooting was performed but was to be performed in the future. The issue was not resolved and the cause was not determined. At the time of the report, the patient's status was reported as alive-no injury. No patient symptoms were associated with this event. It was later reported that on (B)(6) 2014 diagnostic testing of the catheter was performed. The physician made a side port puncture under x-ray. The catheter was ¿tight¿ and no anomalies were found. The catheter tip was on level th11. The patient was fine and had no underdose symptoms. The pump logs indicated the pump stalled on (B)(6) 2014 at 04:21 and recovered on (B)(6) 2014 at 09:54. The pump and possibly the catheter were to be explanted on (B)(6) 2014. The device system was reported to have delivered lioresal, ¿lioresal only,¿ but then also reported to have delivered baclofen sintetica. The pump and catheter were ultimately explanted and the patient was later reported as ¿fine.¿ should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8709sc, lot# b0846348k, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis of the catheter revealed coring-tears-cuts in the seal which met leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.